Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, alopecia, tooth disorder, fatigue and menstrual disorder outcome was unknown. The reporter considered alopecia, fatigue, menstrual disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.